Event description:
Device failure is suspected, but did not cause or contribute to death or serious injury. It was reported by the nurse at the site, that the wires are looking frayed on the serial adapter cable (the attachment between the programming wand and the hand held). The nurse had stated that they have to manipulate the cable in just right to get the connection to hold. The site was sent a serial adapter cable. The manufacturer representative has retrieved the damaged serial adapter cable and it is currently en route manufacturer for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.